Manufacturer narrative:
Device was used for treatment, not diagnosis. Weight, ethnicity: patient weight, ethnicity and race was not provided for reporting. Brand name, common device name, procode, lot #, part #, UDI #: this report is for one (1) (B)(6) brand hydroseal bandages all purpose unspecified, lot # and UDI # are not available. Device available for evaluation: device is not expected to be returned for manufacturer review/investigation device evaluated by MFR, manufacture date: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event with unspecified (B)(6) brand hydroseal bandages all purpose. The consumer used the hydroseal bandage on a wound needing to be drained. The wound resulted in a bacterial infection which was treated at the hospital. Consumer spent 3 days at the hospital.